Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm. Blood glucose value was 455 mg/dl at the time of the incident. The customer was not hospitalized and there is no indication on how the customer treated their high blood glucose reading. Troubleshooting was performed and concluded the insulin pump is working as designed. Nothing will be replaced or returned.